Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 18mm amplatzer sizing balloon ii was chosen for an atrial septal defect (asd) closure procedure. During asd procedure, the sizing balloon was exploded while inflation. A new 18mm amplatzer sizing balloon ii was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no delay in the procedure. The patient was reported stable.

Event description:
It was reported that on (B)(6) 2026, a 18mm amplatzer sizing balloon ii was chosen for an atrial septal defect (asd) closure procedure. During asd procedure, the sizing balloon was exploded while inflation. A new 18mm amplatzer sizing balloon ii was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no delay in the procedure. The patient was reported stable.

Manufacturer narrative:
An event of a material rupture was reported. The device was returned to abbott for investigation, and the device material rupture was confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause for the reported material rupture could not be determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.